Manufacturer narrative:
The investigation has determined that the higher than expected, vitros troponin I es (tropi es) results were obtained from multiple samples for the same patient when tested on a vitros 5600 immunodiagnostic system. The investigation determined the assignable cause of the higher than expected vitros tropi es results for patient 1 was the presence of heterophilic sample interferent present in the patient samples tested. Continual tracking and trending of complaints has not identified any signals that would point to potential systemic issues with vitros product tropi es, lots 4200 and 4460. (B)(4).

Event description:
The investigation has determined that the higher than expected, vitros troponin I es (tropi es) results were obtained from multiple samples for the same patient when tested on a vitros 5600 immunodiagnostic system. Patient 1 results of 0.311, 0.261, 0.259, 0.229, 0.237, 0.164, 0.188 and 0.141 ng/ml versus results below the url from non-vitros tropi es methods. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The reproducible, higher than expected, vitros tropi es results were reported from the laboratory. No treatment was altered initiated or stopped based on the higher than expected vitros tropi es results and a corrected report was later issued for the patient. In (B)(6) 2021, the patient was diagnosed with myocarditis. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).